Manufacturer narrative:
The touchscreen problem was confirmed by the customer¿s biomed. The customer¿s biomed ordered the parts and will install them himself. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Damage from mechanical impact on the customer returned touch screen caused an asymmetric change in the resistance pattern. This led to the detection of the touch location to be less reliable.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the upper part of the touchscreen did not work. There was no patient involvement.